Manufacturer narrative:
The user facility manually raised the shoulder table accessory in order to complete the procedure. The procedure was completed successfully without further incident. The user facility was provided with a replacement unit. No issues have been reported by the facility pertaining to the new unit. Following the procedure, the shoulder table was removed from service and returned to steris for evaluation. The evaluation revealed that the left and right gear teeth were assembled in the same direction creating a ratcheting effect when a patient is on the table. The assembly error was communicated by steris to the supplier. Based on a review of previous issues related to the shoulder table accessory, the issue with improper gear teeth assembly appears to be isolated.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that at the start of a patient procedure hospital personnel commanded the leg section of the table to lower and the shoulder table moved backwards. No injuries were reported.